Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred resulting in a blood glucose (bg) level of 522-523 mg/dl. The customer reloaded the cartridge to resolve the issue and performed a correction bolus via pump to resolve the bg.